Event description:
Dr attempted placing an 8f pro-star xl percutaneous vascular closure device in the right femoral artery after the initial cardiac catheterization procedure was complete. The device failed and could not be removed from the pt's artery. The pt was transferred to cvicu while awaiting immediate surgery by a surgeon.